Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating when powered on, the operating system will not load past the blue screen. There was no reported harm or impact to the patient reported at this time.